Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v979271, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that all of the sudden stimulation became uncomfortable. The symptoms began a couple of weeks ago. It was reported that the patient called their health care provider (hcp) but the receptionist instructed them to call the manufacturer to see if the patient¿s setting was too high. The patient¿s hcp had instructed them not to adjust the stimulation. It was noted that the patient flew a lot, halfway across the world, and was sitting a long time on the airplane when they noticed the stimulation. It was reported that the stimulation hurt all the time now whether they were sitting or standing and described the sensation as stinging. The patient did not want to adjust without hcp consent because they lowered the stimulation once before and their symptoms came back until they turned the stimulation back up. It was noted that the patient thought the device would solve their problems even though they were told it would not take care of everything. The patient was now getting botox and taking medications along with the implantable neurostimulator (ins) therapy to control their symptoms. It was noted that the patient¿s hcp did not realize how bad their bladder was. The patient also suffered a fall maybe 2-3 weeks ago. It was reported that the ins was on the left side of their upper buttocks. The patient fell flat on their face, not on the ins, and blacked out. It was noted that the patient¿s husband found them on the hardwood floor and the patient was unsure if they twisted as they fell. It was reported that the patient was on program 2 at 3.0v. The patient thought their bladder was getting worse and that it was unrelated to the therapy.